Event description:
A distributor in thailand reported via a fisher & paykel healthcare (f&p) field representative that a pt101 airvo 2 humidifier did not have an audible alarm. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The subject device is no longer in use. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Manufacturer narrative:
(B)(4).product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint airvo 2 was received by fisher & paykel healthcare (f&p) where it was inspected by a trained f&p employee. The device was performance tested and the audible alarm function was checked. Results: during testing it was found that the airvo 2 had an abnormal audible alarm. The device was opened and the complaint speaker was replaced with a known working speaker. The airvo 2 still generated an abnormal audible alarm, and further testing revealed that the control pcb was faulty. Upon further inspection, evidence of water ingress was observed on some of the components of the control pcb. This could result in the airvo 2 generating an abnormal audible alarm. Conclusion: it was concluded that the reported event likely occurred due to water ingress, causing the control pcb to become faulty and therefore affect speaker functionality. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The alarm system functionality must be checked prior to each patient use. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative.". The airvo 2 humidifier user manual also states: do not store or use the unit where it can fall or be pulled into water. If water has entered the unit enclosure, disconnect the power cord and discontinue use. "When handling the unit with the water chamber in place, avoid tilting the machine to prevent any chance of water entering the unit enclosure.". "Empty all the water from the chamber before transporting the unit.".

Event description:
A distributor in thailand reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There were no reported patient consequences.